Event description:
It was reported that during implant procedure, threaded sleeve broke off from the aiming guide and became lodged in the implant, rendering both the sleeve and implant unusable. It was also noted during the placement of the screws that the angled driver was not properly engaging the screw. Surgeon used a new implant and a different sleeve to complete the procedure with no further problem, no harm to patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.